Event description:
The pt reported that the hcp was able to fill the reservoir with only 5 mls of dilaudid and bupivacaine after aspirating its contents. The pt was sent home from the clinic to return in one week. One week later, the hcp reported that they were unable to fill or aspirate the reservoir. They had checked the kit tubing and needle for patency, needle orientation, and pocket depth. The locked reservoir valve procedure was reviewed and they were still unable to fill the pump. The pt was put on oral medications and is doing 'fair'. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.